Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not be conclusively established during this evaluation. The submitted log file ((B)(4)) contained low flow hazards throughout the log file with flows dropping to 2.4 lpm. The observed low flow events did not appear to be associated with elevations in pump power or pi events. Several low battery hazards and advisories were captured throughout the log file when the batteries fell below the hazard voltage threshold. At the end of the log file, the driveline was disconnected, consistent with the controller exchange. Despite the observed events, the pump appeared to be operating as intended while the driveline was connected. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remained ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , until they experienced an additional low flow event on (B)(6) 2021. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. H and the heartmate ii patient handbook, rev. G are currently available. The IFU contains a section on ¿pump performance monitoring¿ under patient care and management which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4.4 ¿clinical screen¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Heartmate ii patient handbook contains a section on ¿alarms and troubleshooting¿ which provides information on all system alarms, including low flow hazard alarms and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2021-03939. It was reported that the logfiles were submitted for review and the site requested the deviation counts for the power required by each phase of the pump. The log did not display any data to suggest a ¿short to shield¿ driveline issue. The log file analysis revealed multiple strings of power cable disconnect alarms while connected to the power module. The power cable disconnect alarms are possibly due to cable fatigue, recommended that patient cable is exchanged. The log file analysis also revealed low battery hazard alarms at 10:44pm on 27jun2021. The log file analysis also revealed a no external power alarm at 2:47pm on 05jul2021 due to a momentary external power disconnect. The log displayed intermittent low flow alarms where the low flow estimator dropped below 2.5 liters per minute. There do not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events. The low flow events seem to be a patient related issue and not an equipment related issue. The log displayed a string of driveline disconnect alarms at the end of the file associated with a controller exchange. There were no other unusual events in the log. The mcs equipment was operating as expected.